Event description:
Right silicone breast implant was found to be ruptured before removal. Procedure was planned for removal of breast implants. No information about implantation available, procedure not performed at this facility.